Manufacturer narrative:
D6a: added implant date.

Manufacturer narrative:
Priming problem: the cause of priming problem was not determined since the issue not reproduced during evaluation.

Manufacturer narrative:
D9: added the devices return information.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported a ¿purge fluid not detected¿ message. The same issue occurred even when the procedure was restarted from the beginning. Suspecting an airlock, the purge fluid was manually compressed, but it was not visible that the purge fluid entered the route. After replacing the purge cassette, the procedure was completed successfully.